Event description:
During patch, hernia repair procedure, dr passed suture through the patch and the suture material frayed and broke. Suture removed from pt. Defective suture material received in dept of biomedical instrumentation.